Event description:
It was reported that the pump emitted loss of prime warnings frequently. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration and the force sensor pins were found to be partially dislodged. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration and the force sensor pins were found to be partially dislodged. Contamination was observed on the force sensor assembly. Unrelated to the event the keypad was found to have a hole in it and adhesive and contamination was observed under the button contacts, causing them to be unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.